Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon initial evaluation the battery charger screen flickered between in "insert battery" screen and "battery charging" screen. A root cause analysis is currently underway. A supplemental report will be sent following completion of root cause analysis. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger/modem.

Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient's battery charger/modem was not working properly. When a battery is placed on the charger, the charger flashed back and forth between "insert battery" and "battery charging." The patient was sent a replacement battery charger/modem.